Manufacturer narrative:
Upon further review and due to investigation findings, the complaint has been determined to not be reportable. No intervention/routine intervention/pump removal was required. There was no/limited potential for adverse impact to patient.

Manufacturer narrative:
The investigation into the reported priming issue has been completed a purge cassette was returned for evaluation. Upon visual inspection, no kinks in purge tubing were observed. The purge cassette was connected to the automated impella controller (aic) and primed. No leaks were observed. An "air in purge" alarm was triggered and was able to be resolved by fully inserting the purge disc, purge flow then returned to normal range. No data logs were returned for evaluation. Clinical details noted that an "air in purge" alarm and "defective purge cassette" were triggered shortly after starting pump. The purge cassette was exchanged and alarms were resolved. The root cause of the priming issue was a use issue as no problem was found with the returned purge cassette. No data logs were returned to confirm issues in the field and the alarms were resolved with a purge cassette change.

Event description:
The complainant reported that 15 minutes after impella cp was implanted in a 77-year-old male patient, a red alarm "air in purge system" occurred. The purge cassette was replaced and the issue resolved. The console was not exchanged and the pump was not explanted as a result of the failure mode. There was no reported patient harm. The outcome at time of explant was noted as survived.